Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and the archive data review. The root cause was due to a worn-out brake gap in the drivetrain, as a result of normal wear and tear. The autopulse platform was manufactured in december 2014, and it is over 5 years old. Visual inspection of the returned platform revealed large cracks in the top cover. Also, one edge of the top cover was chipped. The observed physical damages are unrelated to the reported complaint and appear to have been caused by user mishandling. The top cover will be replaced to remedy the issue. The archive data review showed system error user advisory (ua) 139 (unable to hold compression position) to have occurred on the reported event date; thus, confirming the reported complaint. Further review of the archive revealed occurrence of multiple user advisory (ua) 41 (patient temperature sensor failure) error messages. As a precautionary measure, the temperature sensor will be replaced as the temperature sensor may have some intermittent technical issues that could not be directly identified during testing but could potentially cause the ua41 to occur again in the future. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The drivetrain was replaced to address the error message. After replacing the drivetrain, the device passed a 15-minute functional test with the large resuscitation testing fixture (lrtf) equivalent to a 250-pound patient. Upon customer's approval, the defective parts will be replaced, and the platform will be subjected to functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has received the autopulse platform on (B)(6) 2020 for investigation; however, device investigation is still pending. A supplemental report will be filed when the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.